Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the ipg was hitting the patients ribcage and was causing pain. The patient underwent a procedure wherein the pocket was revised and the ipg was replaced. The patient was doing well postoperatively.